Event description:
It was reported that mis femoral pistol grip inserter broke. The spring/pull trigger no longer working. Was not necessary to complete femoral cuts. Femoral cuts performed to surgeon satisfaction. No unusual circumstances.

Manufacturer narrative:
An event regarding breakage and loss of function involving a mis 4:1 impactor/extractor was reported. The event was confirmed. The triathlon mis 4:1 impactor/extractor showed signs of use. The device was returned with the trigger disassociated from the guide shaft. Dimensional inspection of the returned device, specifically the trigger and the guide shaft, concluded that the returned device is dimensionally out of specification. Functional inspection could not be performed because the device was returned with the trigger component dissociated. Material analysis concluded that no evidence of interference fit was observed between the trigger and the guide shaft on the returned device. No medical records were received for review. Even though the reported event occurred during surgery and there was patient involvement, no medical intervention, surgical delay, or adverse consequences were reported and the procedure was completed successfully. Therefore, no further medical records were requested. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there were no similar reported events for the reported lot number. The investigation concluded that the breakage and loss of function was caused by a supplier manufacturing nonconformance.

Event description:
It was reported that mis femoral pistol grip inserter broke. The spring/pull trigger no longer working. Was not necessary to complete femoral cuts. Femoral cuts performed to surgeon satisfaction. No unusual circumstances.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.